Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -18.00 diopter tore during injection/delivery into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was implanted,removed intra-operatively. A replacement lens of the same model, size and diopter lens was implanted on the same day different surgery. No patient injury was reported. The replacement lens resolved the problem.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).